Event description:
It was reported that the procedure was to treat a mildly calcified, moderately tortuous, de novo lesion in the left circumflex (cx) artery. A 2.75x15mm xience alpine drug eluting stent (des) was implanted at the target lesion, after which a dissection was noted. An unspecified device was used to cover the dissection and successfully complete the procedure. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. The reported patient effect(s) of dissection is listed in the xience alpine everolimus eluting coronary stent systems instructions for use as a known patient effect(s) of coronary stenting procedures. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.